Event description:
Customer reportedly received results of 108 mg/dl and 53 mg/dl within 10 minutes on the aviva system while feeling symptoms of hypoglycemia. Customer successfully treated hypoglycemic symptoms by drinking orange juice and consuming two glucose tablets. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.